Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "while implanting femoral stem one of the collets detached from insertor. Detached collet was retrieved."